Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she is experiencing high blood glucose levels. Customer's blood glucose reading ranged from 381 to 429 mg/dl. Customer reported a bent cannula on the infusion set. Customer stated that she treated her high blood glucose levels with the insulin pump. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issues could not be determined. Replacement product is being sent.